Event description:
Procedure: vats. Reportedly, when the stapler was applied to lung tissue, it did not cut and the staples did not form properly. As a result the surgeon had to pull out every staple and another stapler was applied to the tissue.